Event description:
It was reported via legal documentation that approximately 92 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, aseptic loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4240580 02-010-01-0230 - logic femoral ps cem left sz 3 n/a 02-012-41-3020 logic tibia traptray cem sz 3f/2t 4140988 02-012-35-3009 - logic tibia ps mod insrt the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.